Event description:
It was reported that during a laparoscopic distal gastrectomy procedure, the device would not open. A like device was used to complete the case. There was no reported pt consequence.